Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this pc is related to (B)(4) which reports about the radiolucent drive. This pc reports about the drill bit. It was reported that on (B)(6) 2020, the patient underwent a surgery with the mhn, the radiolucent drive and 2 drill bits in question. During the surgery, the surgeon drilled with the drill bit and the radiolucent drive a long time because the drill bit was dull, and the radiolucent drive stopped working suddenly. The radiolucent drive had heat, and the surgeon drilled the first hole without radiolucent drive. The radiolucent drive got cold and the surgeon drilled with the radiolucent drive and another drill bit, but the same event occurred because the second drill bit was dull, too. The surgeon drilled the second hole without radiolucent drive. It was not reported how the surgery was finished. The surgery was delayed by less than 30 minutes. The patient had bone metastasis. No further information is available. This complaint involves two (2) 3.2mm three-fluted radiolucent drill bit/needle point/145mm devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow(s): visual / corrosion & damage / deformed. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip of the drill bit tip is badly worn and dull, this thus confirming the complaint description. In addition, the instrument is in a very used condition with impression marks, scratches and discolorations all over, which is an indication of regular use. Investigation conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. End of life definition per important information leaflet, limits on reprocessing: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device history lot part: 03.010.100, lot: u323603, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: nov. 13, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.